Event description:
This ring was explanted after 11 month implant duration due to an unknown reason. No further information was provided.

Event description:
It was reported that this ring was explanted due to a ruptured suture. No further infomation was provided.